Event description:
A male patient with a history of hyperpiesia, underwent aaa repair in 2007. The patient's anatomical form was suitable for endovascular repair and the procedure was performed as prescribed. The zenith aaa endovascular grafts were placed without any problem. Type ii endoleak from the lumbar artery was found, but no additional procedure was performed. The following month, a follow-up (at the time of leaving hospital) was performed. Endoleak was not confirmed. In 2008, a follow-up found an occlusion of the contralateral iliac leg was found. Four days later, for the treatment of the occlusion of the contralateral iliac leg, femoral-femoral bypass and removal of thrombosis was performed. The recovery of the patient's condition was confirmed after the procedure. In late 2008, at a follow-up, there was no problem other than the occlusion of the contralateral iliac leg. The patient has recovered.

Manufacturer narrative:
The development of the zenith device completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an instructions for use (IFU) describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. At this time, there is no evidence to suggest the device was not manufactured to specification. However, the appropriate individuals have been notified and we will continue to monitor for similar complaints.